Event description:
It was reported that the user experienced nocturnal hypoglycemia documented at 60 mg/dl after performing a factory reset of the ilet two days prior, with reports indicating no excess insulin delivery in the hours preceding the event and elevated glucose after dinner that did not suggest overt dosing errors. Investigation included troubleshooting and user education regarding post¿factory reset operation and guidance to delay target adjustments for more than two days. Investigation of this case revealed no device malfunction based on available reports and that the cause of the hypoglycemia was unclear. No symptoms associated with low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose without medical intervention or hospitalization. It was concluded that the event represented hypoglycemia of unclear cause with appropriate user coaching provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.